Manufacturer narrative:
This pg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2013-13910. The pt reported he experienced uncomfortable pocket heating while charging his ipg. The pt also reported he was burned twice while charging his ipg. The pt requested to have his scs system removed. The pt was sent a new le charger to address the issue. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.